Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and verified that the unit displayed power-up fault code #14 and the event log showed error code #77. To address the issue, the fse replaced the scroll compressor per service manual. The fse then completed all functional, safety, and calibration tests per service manual. The iabp unit was returned to the customer and cleared for clinical use. The full name of the event site is via (B)(6).

Event description:
It was reported that the while in use on a patient, the cardiosave intra-aortic balloon pump displayed power-up test fails #14. No patient harm or adverse event was reported.